Manufacturer narrative:
The exposed portion of the soft cannula was observed to be bent. Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. However the fluid path was damaged during the investigation compromising the fluid path test, therefore, the cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 283 mg/dl while wearing the pod between 5 and 24 hours on the abdomen. As treatment, a new pod was placed.